Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon was due to insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified timing, there was dirt around the forceps raiser. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Local service department checked the subject device and found that the reported phenomenon was due to insufficient cleaning. Based on the information and the provided image from the local service department, we confirmed the reported event. But the foreign material could not be identified. The exact cause of the reported event could not be conclusively determined.